Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touch panel failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 31may2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse replaced the touchscreen as a precautionary measure. The unit was cleaned, checked and functionally tested. No abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing of the touchscreen, the reported event could not be duplicated. There was no fault found with the touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.